Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had multiple incidents of low blood glucose (bg) levels range (above 30 mg/dl-above 50 mg/dl) the customer would consume snacks, bananas and glucose tablets to stabilize bg levels. Reportedly, the health care provider (hcp) changed the pump settings. The customer stated the low bgs are due to the settings that were changed by hcp. A recommendation was made for the customer to contact the hcp to discuss factors that may affect bg level.